Manufacturer narrative:
It was reported that the patient has suspected loosening of the tibial component. A revision surgery occurred in which the surgeon explanted the conformis device and replaced it with an off-the-shelf implant. Review of the device history record indicates that the device was manufactured to specification.

Event description:
It was reported that the patient has suspected loosening of the tibial component. A revision surgery occurred in which the surgeon explanted the conformis device and replaced it with an off-the-shelf implant.